Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported that the drive support cap was protruded and the device alarmed. The blood glucose reading was 415mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.